Manufacturer narrative:
Final. Reported event was confirmed via medical records that were provided and reviewed by a health care professional. Review of the available records identified the following: a revision occurred due to elevated metal ions. Corrosion was found at the base of the head, and altr within the joint. Osteolysis was found in the femur. The shell was stable, and the neck was cleaned of debris. A new zimmer liner and head was placed with no complications. Review of the device history record for the liner identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202- femoral head sterile product do not resterilize 12/14 taper- 60597524. Unknown- unknown m/l taper stem-unknown. Unknown-unknown cup-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00289, 0001822565 - 2020 - 01972. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported patient underwent a left hip revision approximately 14 years post implantation due to elevated metal ions. During the procedure, adverse local tissue reaction, corrosion, and osteolysis were discovered. The head and liner were exchanged without complications. Attempts have been made and additional information on the reported event is unavailable at this time.